Event description:
A customer contacted haemonetics on (B)(6) 2012 to report an orthopat device with description ¿blood in centrifuge/service necessary.¿ no patient/operator injury reported.

Manufacturer narrative:
The device was returned but the eval has not been completed. A follow up report will be sent when the evaluation results are available. (B)(4).